Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during annual testing on the external pulse generator (epg), a range of atrial sensitivity values were being displayed that were too high. The epg has been returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis could not confirm the reported issue; sensing values on each channel were within specification. It was found that two display wires were pinched, but the insulation was not compromised. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.